Manufacturer narrative:
Siemens has completed the investigation. Testing was completed on the 6 strips from lot# 003022 and 18 strips from lot# 005068 to evaluate the returned albustix. Strips were dipped into a contrived solution. This contrived solution is used to test at an expected protein concentration of 30 mg/dl. Readings were taken visually under lighting from a light box at 60 seconds measured with a calibrated timer. Colors were compared to the color chart on the supplied bottle. A total of 24 results were obtained and recorded using the designated concentration from the bottle. All results were at the expected 30 mg/dl concentration level. Based on the data collected, the customer report of false negative protein results while using albustix for testing, as reported in gsms pm00267911, was not observed.

Manufacturer narrative:
Siemens has requested the albustix to be returned for investigation. The cause of this event is unknown.

Event description:
A pharmacist reported that a patient tested their morning urine sample with two different lots of albustix for protein and the results were negative. Later that afternoon, the patient had a new urine sample run in the laboratory and the protein result was 2+. There was no report of injury due to this event.